Event description:
Lap gastric bypass. The instrument was inserted into the trocar, the cartridge was placed aorund the jejunum. The cartridge was closed, fired correctly, but then the jaws of the cartridge would not open. Unable to pry it open. Opened another one and fired to the left and to the right where the cartridge was stuck, able to remove the instrument and a very minimal piece of the bowel. Surgeon proceeded and completed case. No patient injury.